Manufacturer narrative:
The device history record (DHR) of lot number 6968288 was reviewed on 3/1/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The mentor failure analysis lab received the device for evaluation on 3/6/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) patient underwent breast augmentation revision with a mentor smooth round moderate profile 300 cc saline prosthesis. Post procedure, deflation was diagnosed by ultrasound. As a result, the device was replaced with a mentor smooth round moderate profile 300 cc saline prosthesis on (B)(6) 2017.

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 6/20/2018. Device evaluation summary: it was reported that a (B)(6) year-old patient underwent breast augmentation revision with a mentor smooth round moderate profile 300cc saline prosthesis. Post procedure, deflation was diagnosed by ultrasound. Upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the product evaluation team observed a crease on the posterior view, extending to the anterior. A rent measuring approximately 0.1 cm was discovered within the crease on the posterior view. A second rent measuring 2.1 cm was discovered on the posterior view. Microscopic examination of the rent b edges gave no indication as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rents and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since two rents were found on the device. Nonetheless, a microscopic examination of the rent b edges was performed and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the yellow material observed. No corrective action is required, since there is no evidence that the failures modes are related with manufacturing or product design. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under inflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 3/25/2018. The event date and patient's date at the time of the event have been updated. Manufacturer¿s reference number: (B)(4).